Event description:
While troubleshooting for a system error 2240 on the homechoice (hc), a technical service representative (tsr) discovered that a home patient (hp) disconnected a used supply bag and reconnected a new bag to the same cassette. The tsr reviewed the proper disconnect and reconnect procedures with the hp. The tsr advised the hp to start over with new supplies or finish therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient disconnected the empty supply bag then added a new supply bag to the used supply line. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.